Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly over delivery anomaly noted during test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s other blood glucose level was 129 mg/dl, 218 mg/dl, over 300 mg/dl and 65 mg/dl respectively. The customer was treated with food for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer was alleging that the insulin pump was over delivery and they were not sure for the reason. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose level. Customer also stated that the drive support cap was appears to be normal. The insulin pump will be returned for the analysis.